Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of revision op notes states patient underwent left total hip arthroplasty due to biomet magnum (B)(6) infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: xl-200160, act artic hd arcom xl 28x54mm, 232900. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07255.

Event description:
It was reported by patients legal counsel that the patient's left hip underwent a 1st stage revision approximately seven days post implantation due to mrsa infection. Subsequently, the patient's medical records noted pus at the incision, cyst and lutic lesion in the posterior inferior quadrant of the acetabulum, and debris from osteolysis. No additional patient consequences were reported.